Event description:
The customer reported being hospitalized due to high blood glucose of 500s mg/dl. The customer stated that during a softball game, his glucose went up to 300s mg/dl. The customer gave a correction and his glucose level increased up to 390mg/dl. Then the customer gave another correction and bolus for carbohydrates, but later in the evening, his glucose level elevated more than 500mg/dl. The customer was complaining of vomiting and nausea the night before. The customer stated that he was experiencing unexplained high glucose for the past three days. The customer was treated with insulin drip and his glucose level dropped to 180mg/dl. The customer connected back for lunch and after he gave a bolus, his blood glucose went up again. The customer did not have the insulin pump available to troubleshoot at time of call. The customer stated that he has been using the abdomen area for about eight yrs. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.